Manufacturer narrative:
Evaluation result: fowler, brake adjuster.

Event description:
It was reported by service report that the fowler could not be raised and the brakes were not holding. No pt involvement or adverse consequences are reported.